Event description:
Healthcare professional reported "implant rupture". Confirmed by ultrasound and MRI. Device has been explanted. This relates to the right side

Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs two devices with openings on top with red biological tissue a, two devices without identifying the explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.